Manufacturer narrative:
D9 - date returned to MFR was 8-may-2026. H3 and h6 were updated. The suspect pump was returned for evaluation. The event history log (ehl) was reviewed, which showed an am system fault error code 41622. A 12-month service history review indicated no evidence that the complaint was related to prior servicing of the device. Visual inspection and functional testing were performed. No anomalies were found. The reported problem was confirmed through the event log history but could not be duplicated during testing. The probable cause was identified as an intermittent fault. The cam sensor and downstream occlusion seal were replaced, and all functional tests passed following the repair.

Event description:
It was reported that the pump had displayed red screen with an error code. There was no patient involvement, and no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.